Event description:
Baxter columbia returned a dialyzer noted to have a small fracture on the top of the arterial header. Unable to obtain additional info regarding this report from international affiliate at this time.